Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported it was too tight and caused severe pain. The patient could not urinate properly at times and stomach would swell and patient would suffer terrible pain and not be able to move. The patient reported they were constantly taking pain killers and could not carry out normal day to day duties. The patient experienced scar tissue, nerve damage, adhesions. The patient contacted consultant and patient reported they were informed it was not the mesh causing the problem. The patient had requested a second opinion and had an internal scan and went to see a different consultant, and the patient was brought back in for a corrective procedure, and an aldridge procedure was carried out. The patient reported they had developed stomach and bowel problems as a result of this and have problems with intercourse as a result of the nerve damage. Additional information has been requested.